Manufacturer narrative:
Other, other text: device evaluation: one cadd extension sets was returned for analysis. One sample was received for evaluation from p/n 21-7092-24; and the sample was received in used conditions without its original package. The sample was visually inspected at a distance of 12? Under normal conditions of illumination and found tube cracked. The customer?s reported problem was confirmed. According to the investigation, the most probable root cause is that the product became damaged after it left the shm facility. The investigation reported that no corrective actions required since it?s unlikely that tube was damaged during the manufacturing process. However, production personnel was notified by the quality engineer of the failure mode reported by the customer.

Event description:
Information received a smiths medical ambulatory infusion pumps cadd extension sets tubing cracked and leaked. No patient adverse events reported.